Event description:
I had previously had dental implants inserted in 2013. These implants caused no problems. But then I had two 3i biomet implants inserted by an experienced dentist and they failed within few weeks. The implants in question are #1. Certain prevail.3i osseotite, lot#2013010213 and lot#2014060877.